Event description:
The surgeon reported that while using a plastic mst phaco wrench plastic was deposited on the phaco needle which then introduced the plastic into the pt's eye. The plastic pieces were removed easily.